Manufacturer narrative:
(B)(4). Event year: 2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon reports that multiple clips are "scissoring" but that it is intermittent and some clips form normally. No patient consequence. Case completed with this applier.